Event description:
It was reported that there was a question as to whether there was atrial oversensing and undersensing with the atrial lead as there was erratic atrial pacing noted on the electrogram (ECG) strips. It was noted that the strips were taken while the patient was in the supine position. It was further reported that the atrial lead was determined to be undersensing. Therefore the atrial lead sensitivity was adjusted and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.